Manufacturer narrative:
The device returned to mmdg for investigation. During the investigation the pump was found to be outside of the volumetric range that mmdg considers not reportable. The pump infusion factor had been changed, which caused the pump to under infuse. It was serviced and returned to the customer.

Event description:
The initial reporter stated that while they were performing testing the "volume accuracy didn't calibrate". The initial reporter also stated that "it didn't matter" if it was over or under because it "couldn't be tuned". (B)(4).